Event description:
This report was received from an ophthalmogist of three pt's who underwent a cataract extraction with lens implant and experienced a postoperative refractive error of 3-5 diopters. This woman had an initial implant into the left eye with a model 815a/22.50 (d) on 8/14/96. On 12/18/96, the lens was explanted and replaced with another (same model) lens. The ophthalmologist was questioning if it were possible that the lens power and packaging labeling did not match. He reported that all of the equipment used in the clinic was rechecked and remeasured no abnormality found. Add'l info is being sought to what problems lead to finding the refractive error in this pt, any diagnostic procedures. Treatment and outcome, however, no further response was received from the source. Co requested return of the lens for further evaluation, however, the lens had been discarded. A MFR batch review revealed no deviations in manufacturing, sterilization, labeling or packaging of this batch. All pre-release specs were met and all tests passed before release. No previous reports of this nature have been received for this model/lot number. No further info is expected.